Event description:
When ventilator is switched to tcpl simv mode, the unit starts to cycle erratically with the pt effort light illuminating. After a few seconds the ventilator finally cycles to exhalation with the patent effort light staying illuminated.